Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the associated device logs for the reported tower 240v. Evaluation of the logs did not show any issues with the tower that would indicate a problem with the digital visual interface (dvi). A hardware issue would not be captured in the logs. Evaluation of the tower 240v noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, no image was displayed on the external monitor. Connecting the monitor with the digital visual interface (dvi) output port on the tower did not work and rebooting the system did not resolve the issue. The operating team took the display port (dp) output from the storz endoscope and connected the monitor using it, which resolved the issue. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively, no image was displayed on the external monitor. Connecting the monitor with the digital visual interface (dvi) output port did not work and rebooting the system did not resolve the issue. The operating team took the display port (dp) output from the storz endoscope and connected the monitor using it, which resolved the issue. There was no patient involvement.